Event description:
It was reported that the port was implanted in 2003. Subsequently, the catheter detached from the port requiring that the port and catheter be explanted. There were no pt complications.